Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an aortic arch aneurysm interventional procedure. Reportedly, during step 4, the little foot was still open and resistance was felt while removing the prostyle device since it got stuck on the tissues. The device was later removed without any difficulties. The knot was successfully pre-placed alongside a second prostyle device. The sheath was upsized to a 21f sheath and the aortic arch aneurysm procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. The reviews of the production record and similar complaint history were not performed because the part and lot numbers were not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a difficult to open or close the foot include, but not limited to, tissue or suture caught in the foot, or posterior cuff partly deployed in the foot which led to the reported difficulty removing the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.